Event description:
It was reported that the broncho videoscope exhibited an unknown connection error. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.